Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect ups was returned to the manufacturer for evaluation. Testing found that the power light switch did not initially power on. When restarting the navigation system, the ups functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while performing a tracer registration in a demo. The navigation system displayed an error message that the network connection was lost and the navigation system powered down without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.